Event description:
It was reported that the programmer's power cord had an exposed wire and produced a small cut on the finger of a user. A new power cord was attached to the programmer, and the user did not report needing any medical attention for the cut. The programmer remains in use. There was no patient involvement.